Event description:
Related manufacturer report number: 2916596-2021-05402. Additional information states that there was no further alarms/issues after being place on ungrounded cables. Patient is being worked up for transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The pump was set to a fixed speed of 9400 rpm and the low speed limit was set to 9000 rpm. The log file captured low speed operation events and pump stoppages on (B)(6) 2021 while the patient was operating on the power module or mobile power unit (see related manufacturer report number: 2916596-2021-05402). The pump regained speed between events and after the final event for the remaining duration of the log file. I was also noted that the log file recorded low speed alarms and low flow alarms during these events. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. The account reported that the patient experienced syncopal events overnight. The patient reportedly experienced low speed operation while connected to the mobile power unit (mpu) at home and then again while admitted in the hospital while connected to the power module. The patient reportedly was placed on an ungrounded patient cable and discharged home. The patient remains ongoing on ventricular assist device (vad) support on an ungrounded patient cable with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 09jan2018. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient came in overnight following syncopal events, and was discovered to be having low flow/ low speed advisory episodes while at least one controller power lead was connected to ac power and was believed to be using the mobile power unit (mpu) he was issued in 2019. Episode occurred again on the morning of (B)(6) 2021 in the hospital when patient was connected to power module, and nursing staff was asked to keep patient on batteries. A set of unshielded patient cables for this patient was requested. A log file review was requested. The data showed pump stops and low speed advisories. Speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the mpu and power module. This type of behavior has been linked to potential issues with the percutaneous lead. The submitted x-rays were unremarkable.